Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they fell on their right knee two weeks ago. They were sore at their hip and butt on the right side and the ins was on the right side. The patient stated they did tell their healthcare provider (hcp) about the fall and they have an appointment on (B)(6) 2016 to check the ins. It was noted the event occurred two weeks prior to the report and they experienced sudden pain in the right knee, right hip, and right side buttocks. The implantable neurostimulator (ins) was indicate for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.